Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds due to being in sub-optimal anterior position. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.